Event description:
It was reported that a pt underwent an esophageal surgical procedure on (B)(6) 2009. During the procedure, the needle broke one millimeter from the tip and the fragment was not found yet. Add'l info has been requested.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.